Event description:
Olympus balloon for ebus bronchoscope. Prior to procedure attached to scope and was fluid tested for integrity, but failed due to pinhole defect. Second balloon attached and tested, was used in the procedure, then noted to be absent from scope upon removal from patient.